Event description:
It was reported that the patient presented to the emergency room due to increasing disorientation. The patient was found to be experiencing bradycardia. The pulse generator could not be interrogated. Magnet application showed no output or pacing capture. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.